Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(6), ubd: 16-jul-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 65mm aaa. It was reported that during the index procedure, the proximal aspect of the endurant bifurcate was deployed as normal without incident. During cannulation of the contralateral gate, the ipsilateral limb's delivery system was inadvertently pulled down, potentially engaging one of the bare metal stents and causing it to invert. This may have occurred off screen so it was not seen. After deployment of the contralateral limb, significant resistance was encountered during removal of the ipsilateral delivery system, and the stent was observed to engage in the top cap and spindle of the delivery system. The physician passed the system back upward and several more attempts were made only resulting in inversion of the bare stents when the force required to remove the delivery system required was applied. The inversion caused the endurant stent graft to be dragged out of the neck seal zone and into the aneurysm. Intravascular ultrasound was used to determine that the lumen was mostly clear and suitable for aortic cuff placement. A 282849 cuff was placed, but a type 1a endoleak was observed. Thirteen or fourteen heli fx endoanchors were deployed, but the endoleak persisted. A second 282849 cuff was deployed, and the type 1a endoleak remained. The case was ended and the patient was transferred to another facility for further evaluation. Per the physician the cause of event was anatomy and potentially the angle of the proximal neck and short neck anatomy (but within IFU). No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: neck anatomy was noted as 60 degrees left to right angulation and 12mm long right side and 15mm left side. It was confirmed that the limb did not get caught in the suprarenal stent. It was the top cap of the main body delivery system. It was confirmed that the bifurcate suprarenal stent got caught in its delivery system. 2 suprarenal stents were inverted. Etcf2828c49e (v66850518) was implanted first. A physician modified fenestrated non mddt graft was implanted at the new facility with a very successful result. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.